Event description:
Customer reported that the reservoir ran out of insulin and the customer did not receive any alarms. Customer also had low blood glucose readings and was not alerted. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.